Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush itself doesn't stay in place and falls off - oral-b [device breakage] comes loose all the time and it doesn't click into place - oral-b [device connection issue] case narrative: consumer via e-mail stated that the oral-b toothbrush did not stay in place and fell off. No injury was reported. 19-may-2024 follow up via pictures: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported. 19-may-2024 follow up via e-mail: the consumer reported that the oral-b toothbrush head came loose all of the time and it would not click into place on the oral-b toothbrush. No injury was reported.

Event description:
Brush itself doesn't stay in place and falls off - oral-b [device breakage] comes loose all the time and it doesn't click into place - oral-b [device connection issue] case narrative: consumer via e-mail stated that the oral-b toothbrush did not stay in place and fell off. No injury was reported. 19-may-2024 follow up via pictures: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported. 19-may-2024 follow up via e-mail: the consumer reported that the oral-b toothbrush head came loose all of the time and it would not click into place on the oral-b toothbrush. No injury was reported. 10-jun-2024 case update: the suspect product lot was 3db1141158. The concomitant product lot was h2010. No injury was reported. 27-jun-2024 case update from information initially received on 10-jun-2024: the suspect product lot was 3db21141158. No injury was reported. 11-jul-2024 case update from information initially received on 10-jun-2024: the suspect product was oral-b rechargeable toothbrush handle 3772. No injury was reported.

Manufacturer narrative:
09-jul-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.